Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and packaging were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 5 ml of air left in the balloons. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the small and large balloon assembly. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. The small and large balloons are separated at the balloon weld. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. The likely root cause is the small and large balloon weld was separated during use. It is possible the user thought the balloons were stuck together and attempted to separate them. It is unlikely the damage occurred during the manufacturing process as all tr band samples are inspected before being released from terumo control. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age or date of birth: requested, not provided, a3a: sex: requested, not provided, a3b: gender: n/a, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band used on the patient had no balloon to inflate, leak. They remove it and used another tr-band with a positive outcome. No blood loss was reported. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured during the event and medical/surgical intervention was not needed. Additional information was received on 01 apr 2024: the balloon was deflating right away after injecting air. Another tr-band was opened and use with success. The procedure was being performed prior to using the tr band was a cardiac catheterization. The balloon was leaking once air was put in and there was approximately 15ml of air applied. There was no noticeable damage. No patient harm. No concomitant medical products used with the tr band.